Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported that 2-3 days prior to experiencing a medical event, the customer's adc blood glucose meter would not turn on with the button or test strips. Customer also replaced the battery, but the meter still did not turn on. On (B)(6) 2016 the customer was feeling ¿shaky, sweaty and clammy¿ and attempted to test using his adc meter, but was unable to obtain a result. Customer was having ¿tremors¿ and ¿became not mentally alert¿. His wife took him to urgent care, where he was ¿getting worse¿. His blood sugar was measured at 37 mg/dl. He was diagnosed with hypoglycemia and given a glucagon injection. Customer was also given 4-5 glasses of cranberry juice and some cookies. His blood sugar was tested again with a result of 87 mg/dl. Customer was sent home at 4:30 pm. At home his wife gave him some granola bars and cookies, and performed a test using a friend¿s glucose meter with a result of 109 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
A caller (customer's wife) reported that 2-3 days prior to experiencing a medical event, the customer's adc blood glucose meter would not turn on with the button or test strips. Customer also replaced the battery, but the meter still did not turn on. On (B)(6) 2016 the customer was feeling ¿shaky, sweaty and clammy¿ and attempted to test using his adc meter, but was unable to obtain a result. Customer was having ¿tremors¿ and ¿became not mentally alert¿. His wife took him to urgent care, where he was ¿getting worse¿. His blood sugar was measured at 37 mg/dl. He was diagnosed with hypoglycemia and given a glucagon injection. Customer was also given 4-5 glasses of cranberry juice and some cookies. His blood sugar was tested again with a result of 87 mg/dl. Customer was sent home at 4:30 pm. At home his wife gave him some granola bars and cookies, and performed a test using a friend¿s glucose meter with a result of 109 mg/dl. There was no report of death or permanent injury associated with this event.